Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the unit displayed "belt slip" error message during start up of the device. A getinge field service technician (fst) was onsite and investigated the unit in question on 2021-08-27. The problem was resolved by replacing the optical tacho board. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure "error message: beltslip" could be confirmed. The affected optical tacho board was not available for further investigation. Therefore no technical investigation could be performed. A getinge product specialist (life cycle engineer) was consulted. A dirty foil or a defective optical tacho board is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Device was manufactured in 2018-05-15. The review of the non-conformities during the period of 2018-05-15 to 2021-08-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the unit displayed "belt slip" error message. Complaint ID #(B)(4).